Event description:
It was reported the patient developed an infection and there was (B)(6) in the blood. The patient was treated with antibiotics; the implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.